Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Report 1 of 3. This is a non-us event. This occurred in canada. Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She manually removed the remaining pledget pieces along with using an unspecified water tool. She experienced some vaginal discharge afterwards but did not have any odor or other symptoms. She did not seek medical attention but was potentially going to discuss it at an upcoming regularly scheduled appointment. Multiple attempts have been made to follow-up but no response received from the consumer.